Event description:
The product was used during a coronary artery bypass graft procedure. Reportedly, the staple line leaked. The surgeon performed a re-operation on september 9, 1998 and applied another device to correct the condition. The hosp has reported the pt's condition is satisfactory.